Manufacturer narrative:
Device analysis conclusion: the oad and saline line were received at csi for analysis. Visual examination did not reveal any damage to the components. Functional testing did not reveal any fluid leaking from the device or saline line. The oad functioned as intended during testing. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Viperslide solution reportedly leaked heavily from the saline tubing of the diamondback coronary orbital atherectomy device (oad) during treatment. The cap of the y-adaptor had been removed and was never placed back into its original position. Csi field staff noticed viperslide leaking from that location. However, a technician at the site stated the leak was elsewhere in the line. The procedure was completed with a second oad and with minimal delay.